Event description:
Registered nurse reports for the past 2 infusions patient keeps getting an error message on pump stating download occlusion and there is no occlusion present. Patient is requesting a new pump be sent out before the next infusion. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: myasthenia gravis with (acute) exacerbation, dysphagia, unspecified, dyspnea, unspecified, dysarthria and anarthria.